Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold measurements were observed on the rv lead. Lead was extracted and replaced. Patient was stable post-procedure.